Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset following instructions from technical support, but issue persisted, so customer planned to use multiple daily injections as backup therapy.